Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in the instructions for use.

Event description:
Implant became mobile while dentist was trying to remove the healing abutment before a chance of prosthetic restoration. Stability was achieved and unknown if osseointegration was achieved. Bone quality was type ii.